Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received intermittent unspecified alarms. The customer¿s blood glucose was 110(mg/dl). No additional information regarding the alarm was provided by the customer. Reportedly the customer had manual injections as alternate insulin therapy.